Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the olympus sales representative explained that port a worked for serial digital interface (sdi) one (1) with the color bars, but port b did not work for the hd15. The sales representative advised the source, a provation computer, displayed on the previous monitor with no issues prior to the reinstallation of the monitor. The sales representative asked if the hd15 should be skipped for the setting input/output configuration. The sales representative was directed to exit the menu on the monitor and press port b. With port b illuminated in green, no image displayed. The sales representative was then instructed to press port b and select the input of hd15; however, the selection could not be implemented. The sales representative was advised to go back into the menu and change hd15 to not skipped and save. With this change, the sales representative was not able to select hd15 and the image from the provation computer displayed as desired. The sales representative confirmed that an image displayed on both port a, sdi, and port b, hd15, for the high-definition lcd monitor. The sales representative was able to successfully adjust the setting in the high-definition lcd monitor to get hd15 to display. The issue was resolved. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported, during reinstallation of a high-definition liquid crystal display (lcd) monitor after repair, there was no image displayed for port b. No patient involvement reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.